Event description:
Customer reportedly received results of 500 mg/dl and 95 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).